Manufacturer narrative:
(B)(4). The service engineer replaced the oxygen sensor. The ventilator passed self testing.

Event description:
It was reported that the ventilator's oxygen sensor was damaged. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.